Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient stated the cgm was displaying 75 mg/dl while their bg was 160 mg/dl. No medication or treatment was provided during this time but after an unspecified time, the patient started feeling symptoms of confusion, weakness, dizziness, shaky and tired. When she checked the cgm it was 79 mg/dl while the bg was 59 mg/dl. She checked a manual bg again is and it went down to 34 mg/dl, it is unknown what the cgm was displaying. She treated herself with 1 glucagon shot. After 5 hours, the cgm reading went up to 115 mg/dl and matched the manual bg. At the time of the report, the patient was feeling fine but confused. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid when the first inaccuracy was noticed. The reported glucose values fall within the a zone of the parkes error grid when the patient was symptomatic. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.